Manufacturer narrative:
G.4. K183399; k243403. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva adapter split. Detailed incident description: when a nurse was on her way to medicate the patient, she noticed that the qsyte was split into two. The outer part of the cap, where the silicone septum is located, had neatly detached from the cannula, while the threaded portion attached to the cannula remained in place. The cannula clamp was closed so the system remained closed; however, a new cannula had to be inserted before medication could be administrated. Additional information (e.g., procedure, duration of procedure, whether the procedure could be completed): the patient was taken to the doctor, where it was noticed that the q-pulse valve was broken. The nexiva "clip" was intact, so no blood came out of the cannula. The cannula was removed and discarded. A new cannula was inserted and the patient was treated. Response received on: 6/24/2026 the patient had to be recannulated, so basically yes, the patient was harmed. The lot-number was not provided since it was not written down at the time of the event. Not possible to have it afterwards. The issue is about a nexiva dual port, where the qsyte was included in the package. This qsyte was the one that was attached in the dual port in the package.